Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are part of a retrospective summary report (B)(4). There are 3 event(s) associated with this event type (malfunction) and product code fqo.

Event description:
Did not function as expected. Arm rest did not lock in place. Patient on the table and the arm rest fell off table. Patient was not harmed (potential for patient to fall off and have injury).